Manufacturer narrative:
The impella device was not returned for evaluation. However, upon completion of the investigation, a supplemental report will be submitted. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 70-year-old male noted as high risk percutaneous cardiac insertion was implanted with an impella cp device for mechanical circulatory support. It was reported that an echocardiogram was performed while displaying the location of the impella under the pap muscle. While the physician was at the bedside attempting to withdraw the pump into the correct position, the device would not torque. No suction alarms were noted and the decision was made to leave the pump in the current position and continue to reduce so the device can be explanted.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.